Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, the clips were not formed properly when applied to blood vessels. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.